Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 39.2 cm to 39.5 cm and 42.6 cm to 43.1 cm from the distal tip consistent with lead friction to the device can. External insulation abrasion was also noted at 35.2 cm to 35.3 cm from the distal tip consistent with suture sleeve tie. The etfe coating was intact at these locations. Final analysis also found internal insulation abrasions noted at 36.9 cm to 37.1 cm and 38.0 cm to 38.2 cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.